Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for evaluation. Ac power was applied to the rf generator and the system was powered on successfully. The problem mentioned in the event description was not reproduced. Testing of all ports was conducted while monitoring the port temperatures and impedance. System was calibrated and tested as per procedure. All values are within specifications. No hardware anomalies were detected. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.

Event description:
During the procedure, after the sensory and motor checks had been completed and lesion was about to begin, the error message "high temperature" was displayed, and the machine went over 89 degrees. The procedure was unable to be completed due to this issue. The patient was then administered steroid facet joint injections instead.